Event description:
It was reported that the device was implanted in 2006. Revision surgery occurred in 2008, due to tibiofemoral rotation mismatch.

Manufacturer narrative:
Eval summary: as returned, the tibial plate shows some cement deposits on medial side of back surface. Other areas do not have any trace of the cement. It is reported that the surgeon expected more adhesion between precoat and bone cement. Also, it is reported that the patient was revised due to the tibiofemoral rotation mismatch. However, x-rays are not available for review. Device history records are intact and conforming indicating that the parts were manufactured and packaged to specifications. The cause of the problem could not be determined based on the available information. Eval: manufacturing records were reviewed and found conforming. The underside of the returned tibial component shows evidence of bone cement only on one side of the device. The device meets specification where measurable in its current condition.